Event description:
It was reported that balloon rupture occurred. The target lesion was located in the internal carotid artery. After thrombus removal using a non bsc device, carotid stenting was performed and a 4.5mm x 40mm x 135cm sterling balloon catheter was used for post dilatation. During inflation, an outflow of contrast media from the balloon was noted and usage of device was discontinued. The procedure was completed with another sterling balloon catheter. No patient complications were reported.